Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. ************* the complaint states the problem was that the metal quality was inferior and this leads to sharp metal edges in the cutting slots and even rust/corrosion formation. No devices or photos were received hence the complaint failure mode cannot be confirmed. A complaint search identified previous complaints associated with rusting/corrosion however the root cause was undetermined as no cleaning methods were provided. A complaint search identified previous complaints for 'burr/damage' and the root cause was attributed to wear out. No lot numbers were provided hence the date of manufacture of these devices is unknown. Root cause undetermined. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot ==> null. Device history batch ==> null. Device history review ==> null.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The problem was that the metal quality was inferior and this leads to sharp metal edges in the cutting slots and even rust/corrosion formation.